Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low suction during a vitrectomy. It was also reported that a system advisory displayed. The case was completed using the same equipment. There was no patient harm.

Manufacturer narrative:
The company service representative examined the system and was able to confirm but not replicate the reported events. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).